Event description:
After an implantation period of approx. 4 months, an increasing shock impedance was observed. The ICD was explanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica neo 7 hf-t df-1 is-1 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about four months and three charging cycles were recorded to the devices memory. The memory content of the device was inspected, revealing no anomalies. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Also, the spring elements of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device proved to be fully functional. There was no indication of an ICD malfunction. Linox smart promri s 65: upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the conductor cable leading to the rv shock coil was found fractured 1 cm distal to the df-1 connector pin, which is assumed to be the root cause of the reported increased shock impedance. Based on the characteristics of the fracture mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica neo 7 hf-t df-1 is-1 promri: upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for about four months and three charging cycles were recorded to the devices memory. The memory content of the device was inspected, revealing no anomalies. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Also, the spring elements of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device proved to be fully functional. There was no indication of an ICD malfunction.